Event description:
It was reported that in (B)(6) 2006, the patient was experiencing regular pain in lower back and hips. The patient underwent following procedure lumbar fusion with the installation of four surgical rods.the patient was implanted with r hbmp-2/acs. Post-op, patient alleged of suffering from pervasive bodily pains that were strongly concentrated in back,legs,and hips that was worsen than the pain patient had experienced prior to surgery.furthermore, the patient had lost flexibility and mobility.

Manufacturer narrative:
(B)(6). (B)(4).: neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.